Event description:
Customer reports nurse accidently pricked her finger with the syringe used to extract the reconstituted control from the hemochron response control vial. Customer stated nurse will be monitored for adverse reactions to the blood exposure. No report of serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer method: manufacturer unable to perform evaluation as quality control product not being returned from user facility. Device history record reviewed. Results: manufacturer unable to perform evaluation as quality control product not being returned from user facility. Device history record reviewed.